Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the right basilic vein of a patient in interventional radiology. The sheath was inserted normally. Upon insertion of the catheter, the patient complained of pain and the catheter would not advance. The clinician removed the sheath and saw a hole in the side of the sheath. There was no delay in treatment and no patient death or complications reported. It was noted the technique used by this hospital is as follows: sheath is placed over the wire. Catheter is inserted in the sheath. Catheter is measured. Catheter is removed and dilator is loosely placed back into the sheath. Catheter is trimmed. Catheter is placed again. The ir tech, not the nurse, put the dilator back into the sheath. The nurse could not verify how far back into the sheath the dilator was placed.